Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 360 mcg/day) via an implanted pump. The patient's&#62688;other medications were unknown. The indication for pump use was familial spastic paraparesis and intractable spasticity. It was reported that the patient was admitted to the hospital on friday ((B)(6) 2016) with difficulty walking and episodes of unconsciousness. The symptoms had come on suddenly. A (B)(6) study, and the logs were all normal. Additional information was received from a consumer via a company representative on 16-jun-2016 and it was reported that per the patient's wife, the patient became unresponsive on friday (B)(6) 2016 and did not come back around to a normal state until monday (B)(6) 2016. He was admitted the hospital on (B)(6) 2016. The patient's wife explained that the patient complained of a headache before each episode and "his legs would get heavier and unable to move". He had another episode on (B)(6) 2016. It was unknown by this reporter what interventions were taken. The rotor and dye study were done on 12-jun-2016. The pump and catheter were replaced on tuesday (B)(6) 2016. The reporter had heard that the patient was still experiencing bizarre symptoms, but did not know the details or have any related information. An MRI was performed yesterday ((B)(6) 2016).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code is no longer applicable for this event.

Event description:
Additional information was received from a company representative which indicated that the pump was delivering the lioresal brand of baclofen.

Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product type: catheter, product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the pump was used to deliver gablofen lot number 2138-108 2000mcg/ml at 360mcg/day. The other medications the patient was taking at the time of the event were zanaflex, asa, simvastatin, metformin, gabapentin, lisinopril, and warfarin. The patient had no known drug allergies. The patient had a history of "hsp." The cause of the difficulty walking and unconsciousness was reported as pump malfunction due to suspected micro-granulation at the catheter tip affecting the delivery of the baclofen with possible intermittent bolusing of itb causing these symptoms.

Manufacturer narrative:
Corrected information: other applicable component is product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Previously reported product ID: 8709sc, serial# (B)(4) is not applicable for this event. Analysis of the pump found ¿no anomaly.¿ analysis of the returned catheter segment found ¿acceptable catheter testing¿; the spinal segment of the catheter was not returned. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.